Event description:
It was reported that the remote monitoring network transmission report displayed as 'no data available' for presenting electrocardiogram (ECG) on both last data send and summary reports from few months. A ticket was created. Advised patient to send a manual transmission. It was further noted that the issue was related to the implantable cardiac monitor (icm) most likely malfunctioning as no markers had been collected by the device. The patient confirmed that they work near electronic machinery. The icm was later removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.